Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio2 meter was reading inaccurately high compared to his feelings and/or usual results. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to state exactly when the alleged meter issue first began. On (B)(6) 2017 at 2:06pm the patient alleged obtaining a result of ¿276mg/dl¿ using the subject device, and a further result of ¿237mg/dl¿ at 2:07pm, which he felt were elevated compared to his feelings and/or usual results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes using insulin (self-adjusts) and did not specify making any changes to his usual diabetes management routine in response to the alleged issue. The patient claimed experiencing symptoms of ¿sweaty and shaky, felt warm and tired¿ an unspecified amount of time after the alleged issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr noted that the meter was set with the correct unit of measure and the test strips were stored correctly and within expiry. The csr also noted that the patient did not have any control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.